Event description:
We received an allegation about discrepant results for 1 patient's sample tested with triglycerides (trigl) assay on a cobas 8000 c702 analyzer.. On (B)(6) 2023. Initial result: 637.1 mg/dl. On (B)(6) 2023. The patient got tested in a different laboratory and the result was 93 mg/dl. On (B)(6) 2023. The original sample was then rerun. Rerun result: 91.8 mg/dl (tested from the same tube).

Manufacturer narrative:
The trigl reagent lot number was 735586 with an expiration date of 30-jun-2024. The field service engineer (fse) found that the reagent needles were having a crystallized residue and that the replacement of the gear pump head and the heat cut filter were overdue. The fse cleaned the reagent probe and replaced the gear pump head and the heat cut filter. The fse did a performace check and the instrument was performing within specifications. The root cause was consistent with a maintenance issue. The service actions (cleaning the reagent probe and replacing the gear pump head and the heat cut filter) resolved the issue. No further issues were reported afterwards.